Event description:
It was reported that the patient was supposed to return for another aortic intervention and possible attempt to repair the infolding . The patient is saying the pain is gone and not returning for follow up. Appeared that the bare stent released just prior to the pro form suture and the graft tipped towards the lesser curve of the arch.

Event description:
According to the initial reporter: "the thoracic graft was placed and appears to be enfolding at the proximal seal stent." Patient outcome is unknown at this time.